Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing sensation. The patient reports pain and uncomfortable sensations during stimulation. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The reported pain is possibly be related to the dislocation of the implant housing, which was observed at explantation surgery. However the reason for the presence of facial nerve stimulation remains so far unknown. The investigation results appear to essentially match the problems mentioned in the patient report. This is a final report.

Event description:
The patient has no hearing sensation. The patient reports pain and uncomfortable sensations, along with facial stimulation when being stimulated. No trauma has been reported.